Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.(B)(4)

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
Update the event description according to the additional information on jan 12, 2015. On (B)(6) 2014, a 22fr gore introducer sheath with silicone pinch valve (ts2230/11575241) was used in the endovascular treatment of a thoracic aortic dissection. The sheath was introduced through the right iliac artery measuring a reported 7.5mm in diameter. A gore tag thoracic endoprosthesis (tag2815/12242866) was advanced through the sheath without resistance and deployed successfully in the intended position. As the sheath was being withdrawn, a spasm of the right iliac artery reportedly occurred, causing difficulty in removing the sheath. When the sheath was removed, a disruption of the right iliac artery was noted. The artery was surgically repaired by replacement of a vascular graft, and the patient tolerated the procedure. A follow-up stated that a cyanosis of the right lower limb was reportedly observed on the second post-operative day, (B)(6) 2014. According to the physician, the cyanosis may have been caused by an embolism. On (B)(6) 2014, the patient had reportedly recovered in stable condition, and so was moved out of the intensive care unit. On (B)(6) 2014, the cyanosis progressed worse and the patient's right lower limb was reportedly amputated above the knee.

Event description:
On (B)(6) 2014, a 22fr gore® introducer sheath with silicone pinch valve (ts2230/11575241) was used in the endovascular treatment of a thoracic aortic dissection. The sheath was introduced through the right iliac artery measuring a reported 7.5mm in diameter. A gore® tag® thoracic endoprosthesis was advanced through the sheath without resistance and deployed successfully in the intended position. As the sheath was being withdrawn, a spasm of the right iliac artery reportedly occurred, causing difficulty in removing the sheath. When the sheath was removed, a disruption of the right iliac artery was noted. The artery was surgically repaired, and the patient tolerated the procedure. On (B)(6) 2014, the patient had reportedly recovered in stable condition, and so was moved out of the intensive care unit. However, cyanosis of the right limb was reportedly observed. According to the physician, the cyanosis may have been caused by an embolism. On an unknown date during the second week of (B)(6) 2014, the patient¿s right leg was reportedly amputated below the knee.